Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 144.1 cm from the strain relief. Therefore, approximately 1.9cm of the core wire and distal tip were not returned for evaluation. The core wire break was examined under microscopic magnification (32x) and the break was observed to be clean. The distal end of the outer catheter and inner catheter was slightly jagged. Functional/performance evaluation: due to the condition of the returned sample, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment and the tip becoming stuck on the guidewire. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after twenty seconds of activation, the recanalization catheter allegedly became stuck in the anterior tibial artery. The health care provider (hcp) removed the recanalization catheter from the patient and alleged that the distal tip of the catheter detached. An attempt was made to retrieve the detached tip; however, the detached tip remains embedded. There was no reported plans for additional retrieval attempts of the detached distal tip. There was no reported consequence to the patient.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after twenty seconds of activation, the recanalization catheter allegedly became stuck in the anterior tibial artery. The health care provider (hcp) removed the recanalization catheter from the patient and alleged that the distal tip of the catheter detached. An attempt was made to retrieve the detached tip; however, the detached tip remains embedded. There was no reported plans for additional retrieval attempts of the detached distal tip. There was no reported consequence to the patient.